Manufacturer narrative:
The pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The drive support disk was inspected and no anomaly was noted. Minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip were noted.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their device does not register the blood sugar. The customer's blood glucose level at the time of incident was over 200mg/dl. The customer's most current level was 484mg/dl. The customer states their levels have gone up as high as 590mg/dl. The customer has been treating with insulin and syringes. Troubleshoot was conducted. The customer states the drive support cap was protruded. The customer was advised the pump would have to be replaced and returned for analysis.